Event description:
It was reported to philips that the geometry movements were not available. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned/non-emergency procedure was performed when the issue happened, and procedure was completed by restarting the system. A philips remote service engineer (rse) checked the system and found the geometry movements were not available. After reviewing log file, rse found there is a communication error. Upon troubleshooting, the philips field service engineer (fse) examined the system onsite and reinstalled the software on the suite pc. After reinstall software of suite pc, system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same azurion system. The device has no issue, procedure was completed as by restarting the system. This event would not be reportable. The codes were updated based on the investigation outcome.